Event description:
Boston scientific received information that the left ventricular (lv) lead displayed loss of capture (loc) with no asystole. A revision procedure was performed and the lv lead was explanted and replaced. No adverse patient effects were reported during the procedure. The lv lead was returned for reliability analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 260 from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.